Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient had put their controller on charge overnight and in the morning when she checked the controller showed low battery and then it completely turned off. It did not charge overnight and then she had to go to the work without the controller. When she came back from work the patient's blood glucose levels reached over 300 mg/dl. The patient took themselves to the emergency room where they were hospitalized overnight. Symptoms reported include hyperglycemia and vomiting. The patient was treated with insulin drips. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.